Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the trach was placed and the inner cannula was put in, and the top of the trach broke off. The cannula was unable to be secured. It was indicated that replacement of tube was required.